Event description:
It was reported that the 9900 system locked up, displayed an error message, and collimate down at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The connectors and boards were reseated during the service call. The customer was instructed to allow the system to boot up completely and wait for the system to finish operations before shutting it down. The system was tested and found to be working as intended and put back into service.